Event description:
A (B)(6) male patient contacted zoll to report damaged response buttons. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged response buttons) has been confirmed. Upon evaluation, the metallic dome in both response buttons was damaged. This caused the response buttons to function intermittently. The root cause for the damaged metallic domes cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged response buttons. The patient received a replacement monitor.